Event description:
According to the reporter, during a thoracoscopic lobectomy, when the scrub nurse grasped the needle with a needle holder and pulled the suture from the package, detachment occurred between the needle and the suture at the needle end. The nurse then took another suture from the same package and passed it to the physician; no detachment occurred at this time. However, during skin closure, when the physician grasped the needle with a needle holder and applied traction to the suture, detachment between the needle and the suture occurred again at the same location. Ultimately, the physician selected a conventional silk suture to complete incision closure. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gl-181, gl-181 polysorb* 4-0 vio 75cm cv25 x36, (lot number: a5f1872y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.